Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data was not being passed to the server. A technical support specialist reviewed multiple older cases and confirmed that all had already been resolved by the product support engineer. The tss then created a manual backup to the d drive, as the database was not encrypted, and attached the knowledge article (job aid: how to submit pse consult). The tss confirmed that the issue had been resolved by the product support engineer. The system functioned as intended after the product support engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station data was not being passed to the server. Transactions such as medication removal and load (including pending loads) performed at the station were not reflected on the server. The customer verified that communication between the server and the station was active; however, the issue persisted with transactions failing to transmit to the server. There were no delay and adverse events or injuries reported based on this event.